Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient's ipg was non-functional. It was noted that the patient had increased sensitivity around the ipg site and felt uncomfortable at times. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was non-functional. It was noted that the patient had increased sensitivity around the ipg site and felt uncomfortable at times. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the pocket site. The patient requested for revision but the doctor believes the pain was not related to device malfunction.

Event description:
A report was received that the patient¿s ipg was non-functional. It was noted that the patient had increased sensitivity around the ipg site and felt uncomfortable at times. The patient will undergo a revision procedure.